Manufacturer narrative:
H.6. Investigation summary: bd received a 22 gauge insyte autoguard blood control unit from an unknown lot for evaluation. A review of the device history record could not be performed as the lot was unknown. Our quality engineer visually inspected the returned unit and observed damage to the inside rim and rim of the luer adapter. Next, a water/air leak test was performed and no leakage was observed coming from any component. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no leakage was observed a definitive root cause could not be determined. However, the observed damage to rim of the unit and adapter could potentially lead to a leak. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that infusion medication leaked from the bd insyte¿ autoguard¿ shielded IV catheter connection to the adapter after use. The following information was provided by the initial reporter, translated from japanese to english: "infusion leaked from the connection part of the adopter."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that infusion medication leaked from the bd insyte¿ autoguard¿ shielded IV catheter connection to the adapter after use. The following information was provided by the initial reporter, translated from (B)(6) to english: "infusion leaked from the connection part of the adopter."